Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The connector was cut by the customer. The shaft was found bent. The electrode's tip was found broken at the distal end. The broken fragment was not returned for evaluation. The device will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr 3.5mm hook 1-piece electrode -ea: the device was not received in its original packaging. Tip components condition: the active tip is broken, broken part not returned, black scratch marks on the ceramic tip. Handle assembly condition: shaft bent roughly 90 deg. Cut into two but active still connected. Cable and plug assembly condition: cut and not returned. Electrical checks: the device passed the active continuity and return continuity parameters. No other functional or electrical checks have been conducted for this complaint investigation due to the state of the device. The customer's inferred issue of the active tip breaking can be substantiated. However, the complaint states that the hook device was used during an arthrosis of the hip," the hook is not indicated for use within the hip and is stated with contraindications that the device should not be used in "any non-arthroscopic surgical procedure." Hip arthrosis surgeries are primarily nonarthroscopic. This device was misused through location and type of surgery. While the complaint has been classified as 'undetermined', this is due to a further investigation being required to determine the root cause of the complaint. There is ongoing investigation to determine a root cause for this. Although the classification for this complaint is undetermined, it is noted misuse from the user. The event report details that the device was used during an arthrosis of the hip. According to the product instructions for use (IFU), the hook is not indicated for use within the hip and is stated with contraindications that the device should not be used in "any non-arthroscopic surgical procedure." Hip arthrosis surgery is primarily non-arthroscopic. Moreover, the product instructions for use (IFU) cautions that attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. The overall complaint was confirmed as the observed condition of the vapr 3.5mm hook 1-piece electrode -ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be determined, further investigation will be performed to establish a definitive root cause. At this point, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2504003 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a hip surgery for arthrosis, a fragment of the vapr 3.5mm hook 1-piece electrode device was found to remain in the patient. The surgeon did not remove the broken piece because it was a micro fragment and was not concerned, as they were unsure whether the fragment was actually in the patient and considered it not to be an issue. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.